Manufacturer narrative:
The device has not been returned. Therefore a product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an endoscopic sinus surgery, the inner tube broke at the base of the bur. The bur was discarded by the customer and will not be returned. A replacement blade was used to complete the case. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.